Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that a couple of weeks ago to over a month now, they had 2 falls: one that hit their front side and one that hit their back side. Patient went to the hospital for the fall and had x-rays, but they did not see any problems. Patient also mentioned meeting with their ins surgeon and had x-rays and were told that "everything was aligned". Patient mentioned that they had the therapy off since they were hospitalized for the fall and they tried charging their stimulator last friday, but they started feeling heating sensation around their legs bilaterally going up to their hips and their back and they also think it reached their head and this happened while c harging the ins so they stopped charging the ins at 60%. Patient stated that the pain was so bad like electric power going down that they had to stop charging the ins. Patient wanted to know if they could turn the therapy back on, but they were scared to turn it on because of the pain they experienced. Patient mentioned they take oxycodone for the pain and they were given percocet when they were hospitalized for the fall. Agent reviewed manufacturer representative (rep) role and healthcare provider (hcp) role and redirected patient to their hcp. Patient stated they will reach out to their hcp and try to set an appointment to have the ins checked. Patient mentioned having 5 spinal surgeries and living in chronic pain. Patient also mentioned having very bad knees that they can't do surgery on it. Additional information was received from a healthcare professional (hcp). The hcp reported that the 5 spinal surgeries, bad knees that patient can't do surgery on it and the hospitalization for the fall were events not related to the device. Hcp stated that the outcome with respect of the hospitalization for the fall was that the patient was stable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.